Manufacturer narrative:
The force bipolar instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument would not release the tissue. Site didn't have the instrument release kit. It's unknown if they cut the tissue away from the jaws or if they had pried the jaws open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.